Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a biapa a40 pro device. The customer alleges the device is turning off during therapy. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro device. The customer alleges the device is turning off during therapy. There was no harm or injury reported. The device was returned to the manufacturer's product quality investigation laboratory for evaluation. During the evaluation it was identified that multiple low pressure alarms were noted in the error log. The device sensor is suspected to be faulty. Additionally, the oxygen sensor was found to be reading high at ambient conditions. No repairs were performed and the unit was scrapped. Sections d9, h3, and h6 were all updated to reflect the new information.